Event description:
Medtronic received information that this delivery catheter system (dcs) was being used to position a transcatheter bioprosthetic heart valve for implant into another transcatheter bioprosthetic valve when it became caught on the frame of the first valve, pushing it into the left ventricle. The dcs and un-deployed valve were withdrawn, and a snare was used to pull the first valve up. The second valve was then reintroduced and successfully implanted in a higher position into the first valve. A post-implant bav was performed, resulting in mild pvl. No additional intervention was performed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
A lot history review for the device is not required as the event description does not indicate a potential manufacturing issue. There was no allegation against the device and the device was not returned for analysis. From the limited information available, no conclusive cause could be determined. Potential factors that could impact this event include patient anatomy, user technique, incomplete expansion of the original valve, etc. A conclusive cause could not be determined based on the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dcs was not returned for analysis, as there was no allegation of a manufacturing or functionality anomaly. A supplemental report will be filed when the investigation is completed. A separate report has been filed against the valve for the post-implant paravalvular leak. (B)(4).